Event description:
The valve was explanted for an impeded leaflet. Prior to explant, the pt experienced multiple hpspitalization for congective heart failure and right pieural effusion, and was diagnosed with severe mitral stenosis, moderate litral regurgitation, and coronary artery disease. The valve was replaced with a 21mm mechanical valve following a root enlargement procedure and a mitral valve replacement and coronary bypass were also performed.